Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced superior vena cava (svc) syndrome due to the right atrial (ra) and right ventricular (rv) leads obstructing their mustard procedure baffle. It was further reported that the rv lead exhibited low impedance and had a polarity switch. The entire system was explanted to allow for stenting of the svc baffle. No further patient complications have been reported as a result of this event.